Event description:
Reportable based on device analysis completed on (B)(6)2024. It was reported that guidewire fracture occurred. The patient underwent an embolization procedure. A 200cm x 10cm fathom -14 guidewire was selected for treatment and advanced. When the device was withdrawn, it fractured into pieces. No fragments were left inside the patient. The device was replaced for another of the same model to complete the procedure. There is no further information about whether or not fragments were left inside the patient. No complications were reported, and patient status was stable. It was further reported that there were kink marks on the guidewire but not fractured, and no fragments were left inside the patient. However, returned device analysis revealed that the guidewire was detached, bent, and stretched at distal tip section.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the guidewire was bent, detached, and stretched at the distal tip section. In addition, the proximal section was kinked. Based on analysis of the returned device, the allegation of a guidewire kink was confirmed.